Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing a shocking sensation around her mid/upper back. X-rays were taken which determined the lead has migrated to the back of the ipg site. As a result, surgical intervention may take place to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein the patient¿s lead was explanted and replaced. Therapy has been restored post-op.